Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been having problems with their right leg for about a week. Patient stated it was thought to be related to their achilles. Patient stated they feel pressure and tingling in their toes. Patient stated they have not had any falls or trauma that would impact the stimulator. Patient reported they noticed their stimulator device is protruding in their back and not as flush as it was. Patient mentioned they did not always keep stimulation on so they decided to try leaving the stimulation on every day. Patient stated their stimulator is indicated for their lower back and leg pain. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.